Manufacturer narrative:
Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine was not able to aspirate and build vacuum. Furthermore, the customer reported the footpedal connected to the unit was the suspected product. The customer reported a delay of 65 minutes. The clinic reported no surgical intervention required, no sutures or vitrectomy done. Patient expected outcome has been reported to be the same as it there was no delay.

Manufacturer narrative:
(B)(4). At the time of this report the device has not been returned for evaluation. When account reported, the event regional technical support was able to get the footpedal working to complete procedure. All pertinent information available to abbott medical optics has been submitted. Placeholder.